Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in age/date of birth, sex, weight, date of event, relevant tests/lab data, other relevant history, and concomitant medical products. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to decreased vision and a defect in the iol. Additional information was requested.